Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation. The patient experienced a vibratory feeling from the device but no other symptoms. Programming changes were made and the device was restored to normal function. The patient will continue to be followed.